Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. The physician checked the patient's rv lead after receiving shock therapy for ventricular tachycardia (vt) and it was found the r waves had decreased from 11mv at implant to 3mv. The patient then underwent chest x-ray the next day and confirmed lead got dislodged in which it appeared to have pulled back into the atrium. The physician performed a surgical intervention and stated there was a bend on this rv lead that could not be straightened despite multiple attempts and lead could not pass the stylet all the way to the end of the lead. Rv lead had permanent curve and fouling issues with helix mechanism. This rv lead was explanted and noted the tip of lead had tissue on it. A new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Analysis indicated the lead body was slightly curved which was normally seen on returned lead that was involved with implant and explant due to handling. The lead helix was fully retracted and physically normal without any sign of damage. There were dried blood and tissue noted on the helix however, there were no irregularities observed at tip section of the lead. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.